Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 4th related complaint reported with the defect/condition of aspirate/draw(cannot/difficult) with lot #9164941 regarding item #305110. . Previous related complaints: (B)(4). A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage at luer connection with lot #9164941 regarding item #305110. There was no documentation for this type of defects during the entire production run of this batch. Root cause description: undetermined.

Event description:
It was reported that leakage occurred during use with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "description of issue: customer reported she was attempting to fill her syringe with insulin when she noticed she felt resistance on (B)(6) 2020 and reoccurred on (B)(6) 2020 along with leaking at the location where the syringe screws onto the needle. Number of occurrences: 2. Did the customer insert the needle into the cartridge and encounter fill resistance? Yes. What was your bg reading at the time of this event? 200 mg/dl. Was customer able to load a new cartridge? Yes. Resolution: customer confirmed she changed out the syringe and cartridge and was able to resume insulin therapy. Cts to send out replacement cartridge and infusion set as the leaking caused the customer to not fill cartridge to the full amount to last her 2-3 days. (Customer confirmed issue was not due to fill estimate issue rather the insulin she intended to fill her cartridge with leaked due to issue)." 2 occurrences were reported.